Event description:
It was reported to medtronic neurosurgery that there was a drain port cap break. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing due to the tubing being disconnected at the y site sampling port. It is unknown how or when the damage occurred. There was adhesive noted at the connection. Multiple clamp markings were noted on the tubing above the y-site. A review of the manufacturing records showed no anomalies. (B)(4).